Manufacturer narrative:
The stent had already deployed and was returned with the delivery device. A visual examination identified no issues with the stent or the stent holder. The stent impression was evident on the stent holder. A visual and tactile examination found no kinks or other damage along the length of the catheter. The shipping mandrel was still partially attached to the device and was protruding from the distal end of the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent inadvertent deployment occurred. An 8.0-21 carotid wallstent¿ was selected for use to treat a lesion. However, during unpacking, it was noticed that the stent was already deployed. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent inadvertent deployment occurred. An 8.0-21 carotid wallstent was selected for use to treat a lesion. However, during unpacking, it was noticed that the stent was already deployed. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.